Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found that the plastic tip fractured on one jaw. This is uar. The reported condition was confirmed. The radio frequency identification (rfid) logs taken from the device indicate the product was used on a generator. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The device was plugged into a generator and was recognized. The device was activated ten times on a saline soaked towel with satisfactory results. The investigation identified the root cause of the reported event to be user. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use(IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device is an unauthorized returned product. Visual inspection found that the plastic tip fractured on one jaw and the broken piece was not returned.